Event description:
It was reported two drill bits and an insertion handle broke during surgery. Surgeon was performing the intramedullary nailing of a femur, when trying to rotate the nail after insertion, they heard a clicking noise. An x-ray was performed but did not show where the clicking was coming from. The surgeon proceeded to put the wires through the nail for the recon locking screws and they appeared to go through. The surgeon then started to drill and the drill bit broke at the tip. Surgeon removed the drill bit to use another hole. The wire was removed and another drill bit was used. As the surgeon was drilling, the second drill bit broke at the tip as well. The surgeon then tried the troch to troch approach and was finally successful. Surgeon then removed the insertion handle and discovered the tab on the insertion handle broke and this was the reason the drill bits broke as well. The two drill bit tips remain in the patient. This report is on the insertion handle. This is 3 of 3 reports for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacture dates: may 8, 2012, may 16, 2012, and july 3, 2012. Precision edge surgical products manufactured the 4.5mm/6.5mm stepped drill bit large qc/485mm, p/n 03.010.078, and lot number pe01481 for synthes purchase orders (B)(4). The suppliers certificate of compliance (dated april 26, 2012 for three separate receipts of this lot) indicates the parts were manufactured to p/n 03.010.078, revision e and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision l (dated may 3, 2012, may 15, 2012, and july 9, 2012). There were no mrrs, ncrs, or complaint related issues with this complaint. The three receipts of this lot were released may 8, 2012, may 16, 2012, and july 3, 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The instruments described in this complaint are utilized in various procedures to aid in the preparation and stabilization of the femur for fracture reduction. The anti-rotation tab on the insertion handle is broken off, likely caused by extreme external forces of insufficient tightening allowing undesirable movement. Without this tab in place, alignment issues occur and subsequent drilling operations cannot occur accurately, as displayed by the damaged drill tips on the two (2) returned drill bits. It is unknown exactly what caused the locking tab on the insertion handle to break, which ultimately caused the drill bits to fracture. This complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that precision surgical manufactured the stepped drill bit, part number 03.010.078, and lot number pe01122. The part conformed to the material and heat treat specifications, and conformed to all verifiable dimensions during evaluation. The part passed all inspections requirements at synthes incoming final inspection. Based on the specifications at the original time of manufacture, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid.